Event description:
The customer reported via phone call that they were unable to prime the insulin pump. The customer also reported insulin began to squirt out during an infusion set change. It was also found insulin stopped exiting after it began to squirt out. Customer also reported a battery out limit alarm occuring. The customer's blood glucose was 18 mmol/l. The customer stated the batteries were left out for a longer duration than allowed. Customer's alarm history also showed a no delivery alarm occurred. The customer was also assisted with priming the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.